Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device condition was identified prior to any patient involvement. Evaluation summary:pyz614216s no device anomalies found. The device was received still still sealed in the unopened packaging. A label on one end of the packaging was incorrect.

Event description:
It was reported the outer package was mislabelled on one end as maximo ii dr d284drg (B) (4). The device was returned still sealed in the unopened package.